Event description:
Medtronic physio-control is investigating production line failures that were the result of loose epld socket pins. If the failure occurs, the device is typically inoperable and displays a fault code or a blank screen.